Event description:
Device 3 of 3. Reference MFR 1627487-2013-23371, 1627487-2013-23372. The patient has 5 leads (2 model 3166 from the same lot and 2 model 3156 from the same lot and 1 model 3286) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation. Subsequently, she underwent surgical intervention and had her scs system explanted in (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.